Manufacturer narrative:
Patient''s weight unk. Other relevant history unk. The device was discarded, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. A spectranetics lead locking device (lld) was used to provide traction. The physician used a spectranetics 16f glidelight laser sheath to aid in lead removal. The device advanced slowly under fluoroscopy, making it past the innominate vein to near the end of the superior vena cava (svc). The patient''s blood pressure dropped. Rescue efforts began immediately including rescue balloon, bypass and sternotomy. An svc perforation was discovered and repaired. Once the svc was repaired, the surgeon noticed that an innominate perforation was present as well. He attempted to repair the innominate perforation, but was unsuccessful. The patient died two days later. This report captures the 16f glidelight device in use when the innominate and svc perforations occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.